Event description:
It was reported by the cath lab inventory coordinator that the intra-aortic balloon (iab) was prepped per instruction and given to the md to insert. During the insertion, the iab began to unwrap and as a result the iab was not used. The md requested another iab and inserted the second iab successfully.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.